Event description:
During index procedure, the patient had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the distal rca. Approximately 1 year and 8 months post index procedure, the patient suffered a stroke. The patient died as a result of the stroke. The investigator indicated that both events were unrelated to the study device.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (stroke/death).